Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. A visual microscope inspection was performed and found the main coil was detached manually, the proximal contact wire was intact and the coil delivery wire slightly kinked/bent. The distal tip was found to be intact and the main coil was kinked/bent . A functional test was unable to carry out due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
It was reported that during a a-com embolization with the subject coil, it became stuck in catheter. When it was removed, the coil was found prematurely detached. The patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a a-com embolization with the subject coil, it became stuck in catheter. When it was removed, the coil was found prematurely detached. The patients medical condition was good. There were no clinical consequences to the patient.